Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.due to privacy laws, customer information may not be available on international complaints.(B)(4).

Event description:
The customer's insulin pump alarmed button error, with no significant events leading up to the alarm. The customer's blood glucose value was 21 mmol/l. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.

Manufacturer narrative:
No button error alarm noted. The insulin pump up arrow button did not respond due to corroded keypad trace. The insulin pump received with bleeding lcd, minor scratches on display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.